Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath and imaging core were cut, the imaging window was twisted and tangled and a kink in the sheath assembly. Microscope inspection also revealed the guidewire exit port was found torn. Based on the evidence, the as reported codes of catheter stuck in lesion, catheter material twisted are confirmed.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 75% stenosed, moderately tortuous and severely calcified proximal left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure upon imaging, it was noted that the catheter had twisted and was stuck in the lesion. The system was removed and the procedure was completed by using another of the same device.there were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a 75% stenosed, moderately tortuous and severely calcified proximal left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure upon imaging, it was noted that the catheter had twisted and was stuck in the lesion. The system was removed and the procedure was completed by using another of the same device. There were no patient complications reported.